Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during basal delivery. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue as customer did not test. The customer declined further troubleshooting from tandem technical support regarding event.